Event description:
Three devices were used. The needles would not deploy when in the gastroscope but would deploy before entering the scope. The devices were used as the labeling intended. All 3 devices were from the same lot. This failure delayed the control of bleeding but there was not adverse effect to the patient. The 3 needles were decontaminated for inspection then given to the microvasive representative. The representative stated that the company could not return devices to the hospital because they are taken apart for evaluation.